Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material in the forceps channel and forceps holder burnt. It is likely the following led to the to the burnt forceps holder malfunction: it is possible that high-energy instruments (such as high-frequency instruments) were used without ensuring sufficient distance from the tip. The burnt forceps holder can be detected and prevented by following the instructions for use which state: instructions evis lucera duodenovideoscope olympus jf type 260v operation manual. Chapter 3 preparation and inspection 3.2 inspection of the endoscope. Chapter 4 operation 4.2 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps channel and forceps holder is burned/melted. There was no patient involvement.